Manufacturer narrative:
A definitive root cause for the event has not yet been determined. The event described in this medwatch report is similar to an event described in the following medwatch report: 2050012-2011-03749. Both medwatch reports pertain to intermittent erroneously low tbil results generated at the same customer site. This medwatch report pertains to results generated on their unicel dxc 800 pro synchron chemistry analyzer, (B)(4). The other medwatch report pertains to results generated on their unicel dxc 800 pro synchron chemistry analyzer, (B)(4).

Event description:
The customer contacted beckman coulter, inc. (Bec) to report intermittent erroneously low total bilirubin (tbil) results generated on their unicel dxc 800 pro synchron chemistry analyzer. The patient results were not reported out of the laboratory. There was no impact to patient treatment. The customer reported that intermittent tbil results of 0.0 were generated by the analyzer. Upon repeat analysis, tbil results would recover at about 0.4 mg/dl. The higher repeated results were reported out of the laboratory. The customer reported that quality control results for tbil were within the laboratory's established range at the time of the event. A service visit was not requested by the customer. The customer was provided with the sample probe and wash collar cleaning procedure. A definitive root cause has not yet been determined for this event.